Event description:
Info received indicates the brake wouldn't hold on the right foot end of the bed.

Manufacturer narrative:
The technician found the right foot caster was cracked and not locking. The technician repaired the bed by replacing the right foot caster.